Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Associated devices: inner introducer hansson pin system, 704535, lot m07382. Outer introducer hansson pin system, 704536, lot m07403. Introducer handle, 704517, lot m07373.

Event description:
During the hansson pin surgery, the surgeon pushed the hook out by the t-handle. When the surgeon confirmed the x-ray image, it was found for the hook to curve oppositely and to be pushed out. The surgery was completed and the surgeon requested the investigation of the event.